Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during a procedure, the tip of the shears broke while inside the patient's leg. The piece was retrieved from the original incision without any problems. The procedure was completed with the same device. No further patient effect was reported.